Manufacturer narrative:
Since the initial report was filed, the investigation into the reported hemolysis in the japanese facility has concluded. The pump and data logs were returned for analysis. The data logs revealed the flows were in specification throughout support. A few occurrences of positioning alarms occurred but, each alarm event lasted under 5 minutes. The impella pump was returned with biomaterial adhered to it. The thrombotic burden was on the motor housing and inside the pump housing. When the biomaterial was removed and the pump was run in the testing lab the pump passed abiomed hemolysis testing. The root cause of the biomaterial is not known. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 5.0 pump inserted in the right axillary. Hemolysis was confirmed after about five (5) hours after insertion, plasma free hemoglobins drawn twice within 24 hours, and as a result fresh frozen plasma (ffp) and blood erythrocyte component preservation solution mixture of mannitol, adenine, and phosphate (map) was administered.